Manufacturer narrative:
The previously reported eval code- conclusion was updated/corrected.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50968, implanted: (B)(6) 1999, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a male patient receiving intrathecal dilaudid 1.5mg/day (concentration unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was noted that in (B)(6) 2014, the patient fell 14 feet and hit the catheter (catheter damage), and they are concerned that it was a spinal cord injury. It was noted that the patient was starting to get paralyzed. The patient's legs were weak and they can't walk. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, the event description was updated to remove the allegation of catheter damage.